Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . H3, h4, h6: part: 280.900s, lot: 87p1945, manufacturing site: balsthal, release to warehouse date: 15.feb 2021. A manufacturing record evaluation was performed for the finished device 280.900s lot number 87p1945, and no nonconformances were identified. Visual inspection: the dhs/dcs-scr ø12.5 l90 sst (part #: 280.900s, lot #: 87p1945) was received at us customer quality (cq). Visual inspection of the complaint device showed that the device was deformed at its proximal end. Scratches were noticed in that area. Functional test: no functional assessment was conducted due to the post manufacturing damage on the device. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: dimensional inspection was performed in the area not impacted by the deformation. Measured dimensions, shaft flat diameter: conform, shaft round diameter: conform. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device received was deformed at its proximal end. Although no root cause could definitively be determined for the reported complaint condition, it is likely that the device encountered unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, one (1) dhs plate and one (1) dhs lag screw did not fit together. It is unknown if there was patient or surgical involvement. There is no further information available. This report is for one (1) dhs®/dcs® lag screw 12.7mm thread/90mm-sterile. This is report 2 of 2 for (B)(4).